Event description:
It was reported that the user awoke to an ilet pump that powered on but was unresponsive, with inability to unlock or acknowledge alarms, and a small crack noted on the lower-right of the screen; the issue aligned with an unresponsive key/button and involved the touchscreen component, and a replacement pump was arranged while the user transitioned to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with an unresponsive interface involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.